Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved parts adjustment (cuvette washer alignment) which resolved the issue. Tracking and trending did not identify an adverse trend for the cuvette washer nozzles or for erratic results on the architect c16000 analyzer. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated falsely decreased sodium results were generated while using the architect c16000 analyzer. The customer provided the following data: on (B)(6) 2016: (B)(6) initial 110 mmol/l, retest on 2nd instrument 133, on (B)(6) 2016: (B)(6) initial 112, retest on 2nd instrument 139, on (B)(6) 2016: (B)(6) initial 118, retest on same instrument 141, there was no adverse impact to patient management reported.